Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument and found that the most probable cause of the issue was a worn circuit board. The fsr replaced the motor driver board and performed a rr 8.5 motor driver board, vp-7 boom check, vp-13 dispense check, and a vp-28 meia/imx select temperature check. All verification procedures were performed and passed. Subsequent instrument operations and test results were acceptable. The imx system operation manual (69-6301/r5, march 2003) does not provide information related to smoke generated from the analyzer or components, but does provide the following section information related to the potential safety and electrical hazards: section 4-system specifications-environmental requirements, and section 8-precautions, limitations, and hazards. A malfunction of the system was identified. The issue was determined to be related to a worn circuit board that was resolved by field service. This is a final report.

Event description:
The customer states, that upon powering on the imx analyzer, a strong burning smell is coming from the analyzer. Smoke was also seen coming from the analyzer and they powered off the system. No injuries were reported nor damage to the surrounding environment. A service call was initiated.